Event description:
It was reported that the patient's leg was amputated. The hcp reported that the cause was unknown, but it was possible that it was related to lead placement. The patient experienced a lack of effect and multiple reprogramming attempts were made without success. The patient's entire system was replaced. No patient outcome was reported.